Event description:
It was reported that the patient expired less than one year after the implant. Follow up information has been requested and not made available. No specific complaints or allegations have been made against the device system or any of the specific components.

Manufacturer narrative:
Additional information about the event has been requested and not yet made available. (B)(4).